Event description:
Pump and catheter were replaced due to loss of therapeutic effect due to "incorrect level (tip)." The pump was implanted for 55 months. The device was returned to the manufacturer for analysis.